Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp was placed but suction occurred on p-2 level and above. There was an apparent kink in the cannula as visualized from fluoroscopy. A new impella cp was placed successfully.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Product damage (cannula kink): the cause of product damage cannot be determined since insufficient clinical details were provided. Pump suction: no logs are available for this product. The cause of pump suction cannot be determined since insufficient clinical details, no logs or product was provided. Device history review: the device passed all the post sterile inspection checks.